Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes caps are coming off. This was discovered during use. The following information was provided by the initial reporter: material no: 367986 batch no: 9065810 it was reported the caps are coming off in the centrifuge. Edta tubes (367861) and sst tubes (367986) have experienced caps coming off in the centrifuge. Lot numbers are 9065810 and sst lots 9065806, 8276785, 9004664 or 8303688. It¿s happened with one of each so far.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9065810, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9065806, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8276785, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9004664, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8303688, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes caps are coming off. This was discovered during use. The following information was provided by the initial reporter: material no: 367986, batch no: 9065810. It was reported the caps are coming off in the centrifuge. Edta tubes (367861) and sst tubes (367986) have experienced caps coming off in the centrifuge. Lot numbers are 9065810 and sst lots 9065806, 8276785, 9004664 or 8303688. It¿s happened with one of each so far.